Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated they were performing a calibration on their arctic sun device and was receiving a calibration error 92 (heater test- element 2 failure).

Event description:
It was reported that the biomed stated they were performing a calibration on their arctic sun device and was receiving a calibration error 92 (heater test- element 2 failure). Per follow up information received via phone on 05jan2024, no patient involved and sample received. Per sample evaluation results on 11jan2024, it was reported that the shell missing pem. Performed 2k pm service on the unit.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not able to be duplicated during testing. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not able to be duplicated during testing. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure. DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed stated they were performing a calibration on their arctic sun device and was receiving a calibration error 92 (heater test- element 2 failure). Per follow up information received via phone on 05jan2024, no patient involved and sample received. Per sample evaluation results on 11jan2024, it was reported that the shell missing pem. Performed 2k pm service on the unit.